Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿battery/ (B)(4)/ model #: 1650de / expiration date: 2016-04-30 UDI #: (B)(4) return date: 2018-06-21 device evaluation anticipated, but not yet begun mfg date: 2015-04-30 (B)(4). Heartware ventricular assist system ¿battery/ (B)(4)/ model #: 1650de / expiration date: 2016-04-30 UDI #: (B)(4), return date: 2018-06-21, device evaluation anticipated, but not yet begun mfg date: 2015-04-30 (B)(4). Heartware ventricular assist system ¿battery / (B)(4)/ model #: 1650de / expiration date: 2015-10-31 UDI #: (B)(4), return date: 2018-06-21, device evaluation anticipated, but not yet begun mfg date: 2014-10-31 (B)(4). Heartware ventricular assist system ¿battery/ (B)(4)/ model #: 1650de / expiration date: 2016-04-30 UDI #: (B)(4), return date: 2018-06-21 , device evaluation anticipated, but not yet begun mfg date: 2015-04-30 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) batteries exhibited poor mechanical connection. The batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of batteries revealed that the unit passed functional testing. Visual inspection revealed an illegible release indictor on the output cable. As a result, the reported rubbed off marker was confirmed. The release indicator is located on the output connector to assist the patient during a connection or disconnection of a power source. Battery (B)(4). Device evaluated by MFR: yes. Battery (B)(4). Device evaluated by MFR: yes. Battery (B)(4). Device evaluated by MFR: yes. Battery (B)(4). Device evaluated by MFR: yes. If information is provided in the future, a supplemental report will be issued.